Event description:
Altitude alarm was reported by customer, causing suspension of insulin delivery. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Customer instructed by technical support to clean speaker holes and remove obstructions, leading to resolution of the issue and normal pump operation. Customer acknowledged preventive tips provided by technical support.